Manufacturer narrative:
(B)(4). Method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Event description:
Surgeon reported that a patient presenting with a post-operative wound infection after a multi-level spine procedure where the aquamantys system was utilized. The reported issue occurred 2 years ago, but medtronic sales representative first notified (B)(6) 2014. No further information is available from the facility where the reported issue occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.